Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and recalibrated the vent and performed the extended systems test and the operational verification procedure. All tests passed and the unit was placed back into service. In the event additional information becomes available a follow-up report will be submitted. (B)(4).

Event description:
While on a patient the unit was reported to have a circuit occlusion alarm and stopped ventilating. The respiratory therapist took the vent off of the patient and did an extended systems test and it passed. They tried it again on the patient and the same thing happened. The vent was removed from service and sent to the biomed area. There was no patient harm, the vent was switched out for another.